Event description:
The customer observed low qc results after calibrating for a new lot of ckmb slides. No patient samples were processed. The results were not reported to the physician. This event is consistent with a malfunction that could have caused biased results to be reported.